Manufacturer narrative:
Ae or product problem corrected from product problem to reported issue is both an adverse event and product problem. Outcomes attrib. To ae updated. Type of reportable event corrected from malfunction to serious injury. (B)(4).

Event description:
It was previously reported that catheter entrapment occurred, however, this report is correcting that the entrapment did not occur. The physician attempted to remove the nc emerge balloon from the patient but the device came into contact with the edge of the stent and the balloon ruptured.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter with a stopcock attached to the hub. There was blood in the inflation lumen and balloon. The balloon was loosely folded and deflated when received. Microscopic examination of the balloon presented no damage or irregularities. Microscopic examination of the manifold presented no damage or irregularities. Microscopic examination revealed that the outer shaft was inflated and burst 1.8cm ¿ 3.5cm proximal of the proximal balloon bond. Microscopic examination of the hypotube presented no damage or irregularities. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, water flowed out of the ruptured shaft so the balloon was not able to be tested for the no deflation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device was reportedly inflated over rated burst pressure. (B)(4).

Event description:
It was previously reported that catheter entrapment occurred, however, this report is correcting that the entrapment did not occur. The physician attempted to remove the nc emerge balloon from the patient but the device came into contact with the edge of the stent and the balloon ruptured.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that balloon deflation failed, balloon rupture and catheter entrapment occurred. The 99% stenosed, 3.5mmx18mm target lesion was located in the severely tortuous and severely calcified proximal right coronary artery (rca). After engaging a 7f jr4 non-bsc guide catheter with difficulty, a non-bsc guidewire was advanced to cross the lesion. A 3.0x15 non-slipped element (nse) balloon catheter was then advanced to predilate the lesion but the balloon failed to cross the lesion. Another 3.0x15 non-bsc balloon catheter was advanced for dilation and a 3.5x18 on-bsc stent was then deployed. However, when the lesion was observed with an opticross imaging catheter, the physician found out that the dilation was insufficient. Subsequently, additional dilation was performed with a 3.75mm x 12mm nc emerge balloon catheter at 12 atmospheres for a duration of 15 seconds on the first inflation then at 22 atmospheres for a duration of 15 seconds upon the second inflation. Following post dilation, deflation was attempted with the nc emerge balloon catheter for a duration of 20 seconds but the balloon failed to deflate. The physician removed the nc emerge balloon, exchanged the indeflator with a syringe and applied negative pressure but the balloon still failed to deflate. The physician attempted to remove the nc emerge balloon from the patient but the device became stuck at the edge of the stent and the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.